Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from march 24, 2020 - march 25, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant, containing 66ml of residual drug fluid in the device. A visual inspection was performed using the naked eye, which did not identify any abnormalities, that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed, at the distal luer. A functional flow rate test was performed, and found to be within the product specification range. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor delivery stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.